Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Medical records review indicates there is significant valgus deformity, gross wear in lateral compartment, some wear medial femoral condyle and trochlea, excellent alignment and full rom, tm monoblock as per notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: unk left cruciate retaining porous coated femur size f, catalog #: unk, lot #: unk. Unk tibia trabecular metal monoblock size 5, catalog #: unk, lot #: unk. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to pain and implant wear. No more information is available.